Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: DHR was reviewed and no qn found. Manufacture records were reviewed. No abnormality was found. Appearance, angle of cannula were inspected for 7pcs retention parts, all results passed. Customer returned one photo for analysis, the photo shows np point broken. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Based on the investigation, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the bd micro-fine¿ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: the needle broke while attempting to do the insulin injection. Done airshot before that, and no issue.